Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to t wave oversensing. Programming optimization options were discussed and bringing in the patient was recommended. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.the local area field representative was contacted for additional information, however, at this time no further information is available.

Manufacturer narrative:
Field h6 device codes were updated.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to t wave oversensing. Additionally, low amplitudes were also observed. Programming optimization options were discussed and bringing in the patient was recommended. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.